Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation determined that the system faults were single occurrences and could not be reproduced during in-house testing. There was no fault found with the returned device. (B)(4)

Event description:
It was reported to resmed that an astral device displayed system fault messages (sf 218 and 148).there was no patient injury reported as a result of this incident.